Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Plugs [tampon] fall apart on the end [device breakage]. Case narrative: consumer reported via social media that the plugs (tampons) fall apart on the end. No injury was reported.